Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No battery errors noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Pump error 63 alarm (variable 3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures error. The customer¿s blood glucose level was 11mmol/ l at the time of the incident. It was reported that the self-test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.